Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim tube does not capture from the right side. User re-intubated the patient during the procedure. There was no patient impact. Patient was re-intubated with new tube and increased time for surgery.

Manufacturer narrative:
H3:the device, packaging tray, and an open pouch were returned in a double plastic bag. The pouch was open on three of four sides upon receipt. Traces of contamination were observed inside the pouch and on the packaging tray, ribbon, tube, and cuff. Clear residue was noted on the tube, and white residue was observed inside the tube. The flex circuit was creased and had a black spot; the ribbon was also creased. Electrically, the maximum allowable resistance from electrodes to pins is 20 ohms; however, measured values were 57.6 ohms (red), 43.9 ohms (red with clear tube), 58.3 ohms (blue), and 43.3 ohms (blue with clear tube). Furthermore, the device was connected to a nim system, and the distal end of the flex circuit was submerged in saline solution for electrode check/noise testing. The electrode check passed immediately upon connection, and no excess noise or intermittent behavior was observed during functional testing. Although higher resistance values were observed during electrical testing, the device successfully passed the nim electrode check and functional testing, and no issues were observed during connection to the nim system. Therefore, the reported complaint could not be substantiated. H6:previous codeb17,d16,c20 are no longervalid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.